Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from (B)(6) stating that the internal part is damaged. It is known that the device was not used during surgery. It is unknown if injury or medical intervention were reported. There was no additional information provided.